Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available. A field safety corrective action fsca#(B)(4) has been implemented on july 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Event description:
The event occurred in germany. It was reported that holes in the packaging of four hls set was noted. The affected hls sets with lot#3000199084 and lot#3000204655 are part of the fsca#(B)(4). The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that holes in the packaging of four hls set was noted. The affected hls sets with lot#3000199084 and lot#3000204655 are part of the fsca#656504. The affected hls sets were sent to the customer before the fsca was initiated. The failure was noticed before use and no patient was involved. The products were not used for treatment. No harm to any person has been reported. The affected four hls sets were investigated at the getinge laboratory on (B)(6) 2022. During visual inspection, no damage or abnormalities to the tyvekcover could be detected on the four hls sets. However, further inspection of the affected products indicated loose velcro straps on each product, resulting in impaired fixation of the hls modules. This can lead to an unsecured hls module which could perforated the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. Although no overall damage to the primary sterile barrier as described in the fsca# 656504 was detected, at least insufficient fixation of the hls modules was found, which can be related to the findings from CAPA 626941, confirming a known cause of the defect. But there were no damages so the reported failure could not be confirmed. During the investigation loose velcro straps that are supposed to be used to fix the hls module were detected. The velcro straps were crossed above the dialysis connector. The production date of the returned hls sets were 2021-11-12 and 2021-10-05 and the sets were produced according to the basic operation procedure (bop) version 12 for fixing the hls module. The bop specifications were identified as insufficient in CAPA 626941, which changed the bop specifications via and (engineering change request) ecr. The bop version 13 is active since 2022-06-21 after the production of the affected hls sets. Based in these investigation results insufficient fixation of the hls modules could be identified as a possible root cause which lead to an unsecured hls module which could have perforate the tyvekcover with the venous measuring cell, e.g. During transport or due to impacts from outside. However, there were no damages detected so the reported failure could not be confirmed. Maquet cardiopulmonary initiated a CAPA process in order to take further actions. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.